Event description:
On (B)(6) 2024 at 10:21 am est, the patient called to report issues with their dexcom g7 not connecting. The agent instructed the patient to check alerts, and the patient noted several ¿sensor failed¿ alerts. The patient suggested switching out the sensor, and the agent agreed this was appropriate. The patient did not change the sensor during the call, stating they would wait for their spouse to assist. The agent advised they would follow up in about an hour and confirmed they would check if blood glucose (bg) levels were affected. At 12:04 pm est, the agent called back. The patient reported they had not yet changed the sensor and requested another follow-up in about an hour. Bg levels were verified as unaffected. At 1:01 pm est, the agent called again. The patient stated the sensor had still not been changed. The agent advised the patient to replace the sensor as soon as possible and to call back if any issues occurred after replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.